Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis : visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening and observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: stress marks observed on the device.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.